Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA (band aid brand hydroseal bandages all purpose 1ct). This report is for (band aid brand kizu power pad regular ap). Device is not distributed in the united states, but is similar to device marketed in the USA (band aid brand hydroseal bandages all purpose 1ct). Lot # is not available. (B)(4). Device is not expected to be returned for manufacturer review/investigation. Concomitant medical products and therapy dates: drug: aminoleban; nutrition for hepatic insufficiency, unknown dose; consumer still on drug. Drug: spironolactone (spironolactone); 25mg 1x daily; consumer still on drug. Drug: furosemide (furosemide); 80mg 1x daily; consumer still on drug. Drug: cefazolin sodium (cefazolin sodium); unknown dose, 3x daily; consumer still on drug. Drug: hepaact (amino acid preparations for hepatic cirrhosis); unknown dose, 3x daily; consumer still on drug. Drug: medicine for intestinal disorders; unknown dose; consumer still on drug. Device is not distributed in the united states, but is similar to device marketed in the USA (band aid brand hydroseal bandages all purpose 1ct). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A male consumer reported he applied band aid brand kizu power pad to treat a scratch that had a large amount of the exudate fluid coming out. The consumer applied a non-sterilized gauze to the scratch and a band aid. After use, the consumer had a temperature of 40.7 degrees c and was admitted to a hospital. The consumer reported that he got bacillemia after use of the product. The wound itself was cured in one day. Consumer has a history of hepatic cirrhosis and was receiving inpatient treatment as of this reporting.